Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within a few days after implant, the patient present to the emergency department with syncope and chest pain and with electrocardiogram changes. The patient was taken to the catheter (cath) lab and a stent was placed. It was also reported that the patient coded on the table in the cath lab. An echocardiogram revealed a pericardial effusion with tamponade due to a possible right ventricular (rv) lead perforation and a cardiac window was performed. Intubation and pharmacological intervention was required. The rv lead remains in use. No further patient complications have been reported as a result of this event.